Event description:
It was reported that inappropriate mode switches due to atrial lead noise were observed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.